Manufacturer narrative:
Upon investigation of the actual device used in this incident the malfunction could not be reproduced. The device's connections, backup battery, power supply unit and communications sled were checked and confirmed operational. The device's power switch bracket was installed. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system powered down during surgery, preventing access to controlled medications for a short time. Customer stated that the affected procedure was a left great saphenous venaseal. Customer did not report any impact to patient care. Customer confirmed that after doing a power cycle, the device resumed its operation. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, d9, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-aug-2021 to 22-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the pyxis anesthesia es system powered down. The field service engineer observed that the issue occurred due to improper maintenance of the machine, which was resolved after checking device's connections, backup battery, power supply unit and communications sled were and confirmed operational. The device's power switch bracket was installed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system powered down during surgery, preventing access to controlled medications for a short time. Customer stated that the affected procedure was a left great saphenous venaseal. Customer did not report any impact to patient care. Customer confirmed that after doing a power cycle, the device resumed its operation. There were no adverse events or injuries reported based on this event.